Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that while attempting to remove a .018 guidewire following impella cp placement, resistance was met and the wire came out frayed. A new wire was subsequently inserted without issue and the pump was successfully implanted. The patient remains on support.

Manufacturer narrative:
The investigation has been completed. The 0.018" guidewire was returned for investigation. A data log review was not required for this investigation. A kink was reported at the guidewire tip. Additionally, the tip core was found to be fractured below the observed kink on tip, and the coil was frayed. The cause of the guidewire issue was not determined since sufficient clinical information was not provided. A2 age at the time of event was updated as it was left blank on the initial manufacturer device report number.